Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0334j, implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer via a manufacturer representative reported that the patient had a lead issue. The patient complained of zapping when the device was turned up and impedances were checked and the only working electrodes were case and 1, 2, 3, and 4. The lead was partially explanted on (B)(6) 2016 and was replaced. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.